Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had flickered endoscope image. The event occurred during tur-bt therapeutic procedure while the patient was under sedation. There were no reports of patient harm.

Event description:
The event occurred during a transurethral resection of bladder tumor therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction for procedure details. Corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.